Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid and bupivacaine via an implantable pump for non-malignant pain. It was reported that the patient had magnetic resonance imaging (MRI) on (B)(6) 2025 and the pump logs showed a motor stall on that date with a recovery noted in the logs today. The patient has had increased pain for the past month or so but "felt like they normally do" as they typically had increased pain about 3 weeks before the pump was refilled. The patient did not have the pump interrogated after the MRI until today. Agent reviewed information around telemetry state with sm2 pumps and advised that pump would appear to be functioning normally. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.